Event description:
It was reported the customer received a bad sensor alert. The customer's blood glucose was 281 mg/dl. The customer also stated they were also receiving calibration error and sensor error alarms. It was found the customer had a bent cannula during troubleshooting. The customer's sensor will be replaced. No additional information provided.

Manufacturer narrative:
A complete analysis and testing of the sensor showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.